Manufacturer narrative:
The samples were collected in a greiner vacuette serum 13mm x 100mm tube and was centrifugated at 3050g for 10 minutes at 18º celsius. Per customer: the sample was a full draw. No issues with system checks or flags were noted. A bci application specialist was dispatched and assessed system performance. No findings were available from the specialist's visit. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non-reproducible erroneous positive accutni result generated by the unicel dxc 600i synchron access clinical system. The result was submitted out of the laboratory. The initial sample was repeated and a subsequent sample was tested on the same instrument and results within the normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.